Event description:
It was reported that the procedure was to treat the carotid artery. The acculink self expanding stent system (sess) could not deploy the stent. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. B6: estimated date.